Event description:
It was reported to the manufacturer by the end user, per the end user, "the bed deflated on one side and the patient rolled out of bed." The patient was sent to the hospital for neck pain and all the test were negative. (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit has not been returned.